Event description:
It was reported that the customer's insulin pump alarmed. The blood glucose reading was 200mg/dl. Troubleshooting was performed and the drive support cap appears normal. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a protruded/loose drive support disk. The device had missing end cap sticker.